Event description:
The patient reportedly experienced a loss of lock following a motor vehicle accident. The company was notified that the patient did not undergo a head injury. External equipment was exchanged and programming adjustments were made. However, the patient was not resolved. Testing confirmed that the device was not functioning. Surgery will be rescheduled to explant the patient's c1 device.